Event description:
It was reported that undersensing was observed on the ventricular channel. Patient had received therapy for a true vf episode and it was noted there was undersensing during the episode due to variable r wave amplitudes. Lead repositioning was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.